Event description:
Patient reported that the mouthpiece for the administration set is not working correctly like that last one did and it shoots the medicine at her face when she tries to use it. She has a different mouthpiece that she will use in the interim until the manufacturer can send a replacement. No missed dose or adverse events reported. Unknown if available for return. No further information provided. Diagnosis for use: chronic obstructive pulmonary disease.